Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have had flu-like symptoms and were feeling light-headed, which was confirmed to be unrelated to the device or therapy as they are not over their flu yet and have been prescribed more medications. On (B)(6) the patient went to take their medications and fainted, with them still having the medications in their throat when they woke up. The patient was on the bathroom floor from 7:30 to 2:30 until their daughter arrived, upon which they were taken to the hospital via ambulance. It was stated that the patient fell and hit their head which created a 2 inch gash and a lot of blood, with them unable to raise their arms because they were sore. The patient confirmed that they fall a lot, about every 6 months, and that they had a fall just after the implant. There was also a time in 2016 when the patient was gardening and a rat jumped out at them and they tripped, fell, and hit their head hard. As a result they fractured their shoulder bone but nothing was done for that. However, within a couple of weeks following the fall, they were slurring their words. An adjustment was made at the office of the healthcare provider (hcp) and afterwards they were back to normal. The patient's indication for implant is parkinson's dual and movement disorders.

Event description:
Additional information received from the patient. The patient stated their doctor said they were dehydrated which in conjunction with being sick led to the fainting and fall. The patient did physical therapy, got life alert and the issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.